Manufacturer narrative:
Batch review performed on 11 september 2019: lot 1901944: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed the same day as primary due to dislocation(head from the liner). The surgeon revised the medacta 36mm biolox delta head m with a medacta 36mm biolox delta head l successfully. The dislocation occurred when the patient was moving in his hospital bed.